Manufacturer narrative:
The infection happened after the procedure. Unsure if reaction is from patient's clotting disorder and autoimmune disorder, unsterile procedure or threads themselves. No other issues reported regarding threads from this lot.

Event description:
During a procedure the patient received levo 19x100mm barbed threads and smuth s 30gx38mm smooth threads. The patient notified the provider on 7/11/22 that she had some swelling, soreness and some discharge after the procedure. The provider also injected prp at the same time as threads. Patient's condition worsened needing hospitalization. Infection progressed to necrotizing fascitis and required 4-day hospitalization stay. The medical director called and spoke with the treating physician and reviewed treatment plan and hospitalization records. It is not believed that infection was caused by the threads themselves but the patient's underlying medical history contributing to the poor outcome. The patient has several medical conditions that are contraindications outlined in the protocols. The protocols were reviewed by the medical director with the treating physician, and they will continue to monitor the patient.